Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the patient presented emergently with a ruptured abdominal aneurysm. The patient was hypotensive. The physician was able to get a balloon in place quickly and control blood pressure. The main body and limb were deployed with no issues; however, when the physician deflated the balloon the pressure dropped. In addition, the main body was deployed low and a type ia endoleak was observed. The physician decided to add an aortic cuff; however, the patient¿s blood pressure continued to drop. The physician decided to convert the patient to open repair; however, the patient expired in the operating room.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (death, inaccurate delivery, surgical conversion). (Pre-operatively ruptured aneurysm). (Treatment of a patient with a pre-operatively ruptured aneurysm).